Event description:
It was reported that the asymptomatic patient presented in-clinic for a check-up. Noise on the right ventricular lead and intermittent skipped beats were noted. No other anomalies were reported. The physician elected to cap and replace the lead on (B)(6) 2017. The patient was in stable condition following the procedure.